Manufacturer narrative:
Section a1: patient identifier: sids: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased neutrophil and hemoglobin results generated by the alinity hq analyzer for two patients. The results were released out of the lab. The samples were repeated yielding higher results. The following data was provided: patient (B)(6): on (B)(6) 2025, sid: (B)(6): hgb: initial result = 5.56 g/dl, repeat result = 10.6 g/dl. Patient (B)(6): on (B)(6) 2025, sid: (B)(6): neu: initial result = 0.472 x 10e3/l, repeat result = 0.942 x 10e3/l. Hgb: initial result = 6.52 g/dl (hgb interference flag), repeat result = 14.1 g/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting on the alinity hq processing module, serial number (B)(6) and replaced multiple parts for leaking, clogged and proactively. The replacement of the valve-check, inline, ppro; valve assy, 2-way, n/c, epdm seal, 24vdc, smc lvm15; assy, waste btl, 1l, float level switch, ppro; tubing kit 4, kit s2109; and ftg tbg vlv chk .062 inch duck bill resolved the issue. The instrument service history for the alinity hq processing module verifies no subsequent complaints have been reported related to discrepant hemoglobin patient results. A review of tracking and trending did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the alinity hq and customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the alinity hq processing module, serial number (B)(6), or the valve-check, inline, ppro; valve assy, 2-way, n/c, epdm seal, 24vdc, smc lvm15; assy, waste btl, 1l, float level switch, ppro; tubing kit 4, kit s2109; and ftg tbg vlv chk .062 inch duck bill was identified.

Event description:
The customer reported falsely decreased neutrophil and hemoglobin results generated by the alinity hq analyzer for two patients. The results were released out of the lab. The samples were repeated yielding higher results. The following data was provided: patient 1: (B)(6) 2025, sid (B)(6): hgb: initial result = 5.56 g/dl, repeat result = 10.6 g/dl. Patient 2: (B)(6) 2025, sid (B)(6): neu: initial result = 0.472 x 10e3/l, repeat result = 0.942 x 10e3/l hgb: initial result = 6.52 g/dl (hgb interference flag), repeat result = 14.1 g/dl no impact to patient management was reported.